Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported there is pain under her right breast that spreads across to her heart. It is tender and she is in a cold sweat. The patient further reported that she recently lifted her right arm above her shoulder and also that she has copd which she says may be causing the pain. The device remains in use. No further patient complications were reported as a result of this event.